Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. D3, g1,2 email is: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not cycling off in vent mode. Patient involvement unknown.

Manufacturer narrative:
Additional information: a1, b5 and h6 - health effects codes.

Event description:
Additional information was received: customer stated that there was no patient involved when the device was not working properly.

Manufacturer narrative:
Email is: (B)(6). H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Device was received in with a cracked CPAP knob. Functional testing confirmed the complaint; continuous flow was present. Root cause was attributed to the input manifold. What caused this condition could not be established. This issue will continue to be monitored and further actions taken accordingly. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced MRI battery, sintered filter and o'rings. Reshaped front panel and replaced cracked CPAP knob. Device passed functional testing after the completed repairs.